Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the doctor's inratio. Results as follows: date: (B)(6) 2011; inratio: 1.9. Date: (B)(6) 2011; doctor's inratio: 3.5. Doctor's inr meter strip info is unk. Pt was milking the finger to get sample.